Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump button was not responding. Customer's blood glucose level was unknown. Customer reported that the insulin pump not dropped or exposed to moisture. Customer was advised to discontinue use of the device and revert to a backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with keypad overlay peeling/damaged. Unable to perform keypad testing. However, corrosion was found at the keypad traces. Unable to perform displacement test and self test.